Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5024m-52 lead: (B)(6) 1999. (B)(4).

Event description:
It was reported that there was noise/oversensing on the atrial lead. The lead was capped and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.